Event description:
Report received of loss of atrial capture. No injury or complications associated with the event. The device remains implanted and the reported symptom has been clinically resolved through reprogramming.